Manufacturer narrative:
Findings: an alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform prime test due to loose drive support disk. Unit received with cracked reservoir tube lip. Unit received missing endcap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.